Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The blood glucose that triggered the suspend event level was 380 mg/dl. Sensor value that triggered the suspend event was 40 mg/dl. The low limit in sensor setting was 70 mg/dl. Insulin delivery was suspended due to sensor glucose values. Customer was declined troubleshoot for high blood glucose. The insulin pump and sensor will not be returned for analysis.